Event description:
Monitoring a pt (age & gender unk) who was feeling weak and dizzy, the device indicated that the pt's heart rate was 37. The medics attached stat-padz electrodes and began to pace the pt. The pacer rate was set to 60 and as the pacer current was increased the device displayed a "poor pad contact" message. The medics checked the electrodes and began to pace again, the device displayed a "poor pad contact" message. Pt care was transferred to the receiving hospital emergency room. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.